Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the system was not in clinical use at the time of the reported event. Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite, checked log files and carried out troubleshooting. The fse found a defective pdu fan tray and dcps in the m-cabinet. After replacement of the pdu fan tray and dcps the system has been returned to use in good working order. The pdu fan tray and dcps was returned for further analysis. Functional testing was performed, and a malfunction of the power supply was found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.